Event description:
It was reported that, "the cement set up prematurely, in 7 minutes as compared to the usual 10 to 14 minutes. The femoral component sat a bit prouder than usual and could not be moved once the cement set. Component seems to be performing properly regardless. "

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).